Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: evaluation revealed that the display was discolored. Unrelated to the complaint, the keypad was found to be torn, however, all of the keypad buttons responded appropriately. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed that the display was discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2015.